Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 61. The last recorded recharge session performed while the device was implanted without the default date of (B)(6) 2000 due to por, occurred on (B)(6) 2013. The device was recharged for 1 hour 18 minutes and the battery charged from 3.675v to 3.785v. In the therapy available diagnostic block; the total therapy loss count was 11, all entries were dated (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for post-lumbar laminectomy syndrome and spinal pain reported when they were implanted they had some pain in their legs and some in their back. The consumer stated the device was implanted for their legs and not their back and they weren¿t getting appropriate coverage. The consumer continued to have back pain and the device had never been able to reach the back pain. The consumer stated they wanted to the device removed because their back pain was so severe and they didn¿t have any leg pain currently. The consumer was back to taking oxycontin for their back pain. The consumer ¿had recharged in three months and now the stimulation was not responding to her recharger.¿ it was not clear if the consumer meant that she had not charged in three months. It was also reported the consumer fell in (B)(6) of 2013 that had caused more pain as well. Almost three years later the manufacturer¿s representative (rep) called and stated the consumer hadn¿t charged or felt stimulation since 2013. The rep. Was trying to interrogate the original implantable neurostimulator (ins) to get programming from it, and found it was in overdischarge. A physician mode recharge was performed which recovered the device to the normal recharge screen. The rep. Charged the ins to 50% full and at tempted to interrogate it, but the clinician programmer showed the ins was discharged, charge now screen. It was noted the rep. Was only attempting to gain programming parameters from the ins since it was explanted and replaced with a different one. Following replacement the consumer recovered completely. The ins was going to be sent back for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.